Event description:
End user advised right upper leg rest support snapped off, end user advised this is a used chair, no injury. Additional reportable malfunction for this device; (B)(4) - right front wheel sticking.